Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and the patient sought medical attention. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient stated that they may have bumped the pod and because of that it fell off over night. The patient stated that they could not breathe too well and their blood sugar was very high. They went to the medical center. They were not diagnosed with anything but they were provided with intravenous therapy with fluids.